Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab. No root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report that the solution was coming out of the end of the patient line. The technical service representative (tsr) had the home patient (hp) press stop and close the clamp on the patient line. The tsr instructed the hp to start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.